Event description:
It was reported that during a bowel resection procedure, no staplers were deployed. Unk how the case was completed. No patient consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.